Event description:
The customer reported via phone call that he had lost a transmitter and had a low blood glucose of 40 mg/dl on (B)(6) 2015. Customer treated with liquid glucose and at a meal, which caused his blood sugar to rebound above 300 mg/dl. Customer stated that he corrected with a bolus of 8 units. Customer declined troubleshooting.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.